Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable being reprocessed incorrectly, and poor image. Based on the results of the investigation, a definitive root cause could not be identified. However, the broken plug in the camera box was likely due to a chipped connector, and the poor image quality was due to a faulty ccd. The most probable cause for the malfunction is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head part that plugged into the camera box was broken. It did not stay seated in the box. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head part that plugged into the camera box was broken. It did not stay seated in the box. The issue occurred during reprocessing. There were no reports of patient involvement.